Event description:
A report was received that a patient had a pocket revision due the pocket being uncomfortable. The physician repositioned the pocket. The patient is reportedly doing well following revision surgery.

Manufacturer narrative:
This is the final report.